Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that two days post implant of this annuloplasty band, the patient presented with atrial fibrillation (afib). Approximately 15 days post implant, the patient received a permanent pacemaker and the condition resolved. The annuloplasty band remains implanted and no further adverse patient effects were reported.

Manufacturer narrative:
Correction: outcome attributed to adverse event has been updated, as "life threatening" initially had been checked erroneously. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.